Event description:
The following literature was reviewed. Shimizu t, kamakura m, murata y, et al. Endovascular repair of iliac aneurysms using the gore iliac branch endoprosthesis with up-and-over technique. Ann vasc dis. 2025;18(1):24-00114. Doi:10.3400/avd.oa.24-00114. Summary: the aim of this study is to report the differences between two techniques for endovascular aneurysmal repair [evar] to repair abdominal aortic aneurysm [aaa] using gore® excluder® iliac branch endoprosthesis. The study included 22 patients divided into two groups. Group s [n=12, mean age 72.3, 11 males] were patients that the repair with standard technique and group up [n=10, mean age 71.7, 10 males] used the up-and-over technique between january 2019 to october 2022. Technical success was achieved in all patients and iia embolization was performed in 4 patients in the s group and 4 in the up group. Ima embolization was performed in 4 in the s group and 2 in the up group. Two patients underwent bilateral iliac reconstruction in the s group. One patient underwent thoracic endovascular aortic repair [tevar] for a descending thoracic aortic aneurysm along with evar. Five stent grafts [sg] were used in both groups. Two patients in each of the groups required two sgs to bridge because of suspected type iiia endoleak [el]. In the s group an additional sg had to be implanted between the bridging sg and the ibc, and in the up group, between the bridging sg and the main body. The patient in the s group that underwent tevar had postop complications to include access injury [external iliac artery dissection], rectal bladder injury and lower extremity nerve and muscles injury ipsilateral to the iia embolization. Other complication included type ii endoleak. Nine endoleaks in the s group and two in the up group. One patient in the s group had iic occlusion [internal iliac artery] during the first year.

Manufacturer narrative:
Shimizu t, kamakura m, murata y, et al. Endovascular repair of iliac aneurysms using the gore iliac branch endoprosthesis with up-and-over technique. Ann vasc dis. 2025;18(1):24-00114. Doi:10.3400/avd.oa.24-00114. A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. H6: code d12: according to the gore®¿excluder®¿iliac branch endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: occlusion of device or native vessel w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.